Manufacturer narrative:
Analysis inspected 1 opened/used guardian sensor and performed visual inspection and found sensor cannula bent, and found no broken cannula during analysis. Also, performed visual inspection and checked introducer needle for burrs/hooks and dull needle tip defects and none was found. Introducer needle passed per specifications. Analysis was unable to confirm customer received sensor in said condition due to customer returned opened/used.

Event description:
The customer reported via phone call that he was trying to apply a sensor and it was his first time doing so. The customer¿s blood glucose was 168 mg/dl. He said that he used all of his sensors and that three of his sensors had broken cannulas and one of them bled. He said that he was able to remove the broken cannula. The sensor will be returning for analysis.